Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with unexpected longevity. There was also an alert on the ICD for charge circuit timeout alert; the device had excessive charge time. The device was explanted and replaced. During implant of the new ICD, there was high left ventricular (lv) impedance after connecting the lv lead to the device. The lv lead was removed, reconnected, and retested via the ICD with normal impedance. After the pocket was closed, high impedance was once again noted. The pocket was re-draped and re-opened to test and reconnect the lead, impedance was thereafter normal. The device remains in use, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the reported charge time out using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery. The results were consistent with the device battery causing longer charge times. Based on the destructive analysis results, no internal short occurred in the battery. There was localized lithium (li) discharge along the edges, severing (li isolation) occurred in one segment, and nearly complete severing in two other segments. The anode severing resulted in a reduced li anode surface area, which caused an increased battery resistance. The increased battery resistance would result in an increased charge time during device use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.